Event description:
It was reported that the patient experienced inadequate stimulation in the lower back from the spinal cord stimulator (scs) system.

Manufacturer narrative:
Additional suspect medical device component involved in the event: brand name: coveredge, upn: m365sc8452700, model: sc-8452-70, serial: (B)(6), batch: 7071239.